Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. On 15-mar-2017: no response was received from reporter despite follow up attempts. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had nickel allergy. Essure was removed approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel allergy") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required) and tinnitus ("tinnitus"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was withdrawn. At the time of the report, the allergy to metals and tinnitus outcome was unknown. The reporter provided no causality assessment for allergy to metals and tinnitus with essure. The reporter commented: removal was performed by the reporter who was not the one who had performed essure insertion. Contact data of the physician who had performed essure insertion was not available. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and had nickel allergy. Essure was removed approximately 3 years after insertion. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, no typical allergy symptoms were described. However, given the nature of the reported event, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.